Event description:
It was reported the system left monitor would intermittently not show images. This could cause they system to become temporarily unusable due to inability to produce live images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.